Event description:
Manufacturer's local lab observed the lancet protrudes beyond the end cap of the multiclix device after firing. No adverse event reported. Suspect device has been returned.

Event description:
Reporter alleged obtaining the results of 290 mg/dl and 140 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(4).

Manufacturer narrative:
The event occurred in (B)(6).